Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device failed to charge. Complainant indicated that the clinician obtained another AED pro device to continue treating the patient. Complainant indicated that the patient subsequently expired, however they believe it was not a result of the reported malfunction. Complainant indicated that during subsequent testing the device prompted a "unit failed" message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: the reported malfunction of "unable to charge" was attributed to the lithium battery. Review of the device activity logs does support that prior to the event the device did alert a "low battery" condition. The battery was replaced. The device was recertified and returned to the customer. The reported malfunction of "failed self test" was determined to be normal operation of the device. The device activity logs confirmed the device was powered in non rescue mode post event with no electrodes attached. Analysis of reports of this type has not identified an increase in trend.